Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: there was difficulty loading the device. The green levers were hard to pull down. Two needles fell out of the device and one needle broke. The needles were retrieved. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. Sheared plastic was noted, indicating the flat pin was not centered properly. A pmv needle was loaded onto each instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument with some difficulty noted during unloading. No difficulty was experienced in toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the improperly centered pin lock. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. This failure mode and complaint mode has been identified as a trend and a process enhancement has been initiated. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).